Event description:
Caller reported that on (B)(6) 2012 at 3:00 pm her father received a reading of 112 mg/dl on his adc meter which was higher than a reading of 38 mg/dl that was obtained on an unspecified brand hcp meter (no time provided, caller reported that these readings were obtained within 10 minutes). Caller further reported her father was "delirious", had "no control of his body", "almost died", and that he "could not talk or eat, and he just wanted to lay around". No self-treatment was reported. Caller also reported that her father experienced a loss of consciousness. The paramedics were called and treated customer with an intravenous infusion of unknown type (caller denied that customer received glucose). There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The reported meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A similar reading to the one the customer reported was found in meter memory.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4)